Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was further reported that the rv lead was re-positioned without further complication.

Event description:
It was reported that the patient presented with intermittent chest pain. The right ventricular (rv) lead was unable to capture unipolar and/ or bipolar, undersensing in unipolar mode, and no rwaves sensed in bipolar mode. Physician alleged a perforation had occurred as the rv lead was noted to be outside of the heart border. The rv lead was programmed off, and the patient was admitted for observation. No further patient complications have been reported as a result of this event.